Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The chain assembly was broken into several pieces at the cardan joint nearest the blue knob. The short pins that were welded to the fork closest to the blue knob were fractured away from the fork and not received with the complaint sample. The fork nearest the blue knob was also bent outward. The block component showed deformation. The long pin was still welded to the fork furthest from the blue knob. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. Furthermore, all four (4) of the pin/fork welds on the cardan joint nearest the threaded end were fractured, however no forks were bent and the joint functioned as intended and appeared to be assembled correctly. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body was fractured all around. There were some deformities on the ratchet housing and trigger plate that are not consistent with intended use and may have contributed to the fracture. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were many gouges on the metal handle, which are not consistent with intended use; the oci body had hairline fractures on each side, where the two (2) long latch plate pins come up to hold the large chain assembly pins in place. There was also adhesive on the body of the oci between these fractures and the threaded end of the oci; the returned complaint sample was etched per applicable drawings. The applicable production records were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 3.62 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. Additionally there were other fractures and deformities observed throughout the complaint attributed to wear and unintended use. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. Report source: complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during an unknown procedure that the cup handle was broken during surgery. The connection shaft was broken while impacting cup. The breakage was at the joints closer to the blue tip. No adverse events nor patient consequence were reported as a result of the malfunction.